Event description:
The customer reported that she turned off the insulin pump for a while and requested assistance with the bolus settings. The blood glucose reading at time of call was 500mg/dl. Days later, the customer called back to report being in the hospital due to back problems and she has had couple of low blood glucose since she has been in the doctor's office; they wanted to take off the insulin pump. The caller also stated that the device had button error alarms. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed button error due to a corroded keypad trace. A scratched display window, cracked battery tube threads and cracked reservoir tube lip was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.